Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient with an implantable neurostimulator experienced a sizzling sensation from the incision down the left leg when lying down, and an inability to feel stimulation on the right side. The patient also reported a sizzling sensation when sitting up, taking a sip, or lying on the back, and noted that stimulation was felt going down the leg from the back to the leg. There was a lack of stimulation when sitting up, with very little stimulation experienced in that position, and unexpected stimulation was noted. The patient confirmed that the implant was turned on earlier in the week and attempted to adjust the stimulation settings to alleviate the issue. The patient was guided through checking and adjusting their stimulation settings and was redirected to their healthcare provider for further evaluation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported they can't feel the "sizzling" in their back and they are walking funny. Patient also stated that they are off balance and they are bumping into walls. Patient confirmed that their stimulation is currently 2.5. Patient mentioned they were in pain. Agent offered to walk patient through turning stimulation on/off using the white button on top of the controller. The patient was redirected to their healthcare provider to further address the issue. Patient stated the hcp wouldn't take out the stitch that was hanging out of their device, so they were told to go to outpatient. Patient stated they have a new doctor but did not know the name of the doctor. Patient seemed very confused and was difficult to understand. Agent did their best to understand.